Event description:
It was reported that prior to an unknown procedure, before use clip all fell out. Two devices will be returning. No reported patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were received in good condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon firing, the device mechanism was noted that it could not feed. In order to evaluate the condition of the device's internal components, the devices were disassembled. Upon disassembling, the hoop spring was found out of its intended position. Additionally, the antibackup feature was noted to be non-functional leading the event reported. No conclusion could be reached as to what may have caused the found condition of the hoop spring. However, an investigation has been initiated to address the potential root cause of the hoop spring out of position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.